Event description:
It was reported that a device had reached end of service (eos). An elective replacement indicator (eri) had occurred on (B)(6) 2014 and it was planned to replace the pump during the week of the report. The pump was going to be refilled on the day of the report and upon interrogating the attention dialogue box showed that an eos had occurred with a message to replace the pump by (B)(6). It was noted that the pump was running at a higher-than-typical flow rate which could account for the lower-than-typical longevity. There were no audible alarms that the health care provider (hcp) was aware of. The pump was infusing bupivacaine and sufentanil. No interventions or outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be submitted if more information becomes available.

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).